Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor ¿ sars-cov-2 & flu a+b a false positive result was obtained. Pcr was used for confirmatory testing. There was no report of patient impact. Eua (B)(4). The following has been provided by the initial reporter: it was reported that there was a false positive for flu a.

Event description:
It was reported while testing with bd veritor ¿ sars-cov-2 & flu a+b a false positive result was obtained. Pcr was used for confirmatory testing. There was no report of patient impact. Eua# (B)(4). The following has been provided by the initial reporter: it was reported that there was a false positive for flu a.

Manufacturer narrative:
H6: investigation summary this statement is to summarize the investigation results regarding your complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1225796. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.